Event description:
The user facility reported a 46 year-old female was implanted with an impella 5.5 device for bridge to transplant. It was reported that the device cracked after the patient rolled over on it. The device was replaced. No reports of adverse events were reported.

Manufacturer narrative:
The investigation into the reported cracked device has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the purge leak/crack was most likely sidearm bond damage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.